Event description:
The customer reports a non-specific issue. The unit was sent to a covidien service center. Upon triage, a service tech found the power cord is burnt and has exposed wiring.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.